Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had been alarming with no delivery. The patient's blood glucose at the time of incident was 541 mg/dl. The customer confirmed that he experienced the follow hyperglycemic symptoms: chest pain, rapid heartbeat, and thrist. Troubleshooting was initiated for the high blood glucose and to inspect the pump and its components for damage and functionality. No apparent damage was noted on the pump. The customer declined to check the infusion set and insertion site for anomalies, but stated that he had a bent cannula in the past. A high pressure test was performed on the pump and the device passed. The customer was advised to change the entire infusion set, reservoir and insulin, and treat per health care provider's instructions. No products were returned and two replacement infusion sets were shipped to the customer.